Event description:
It was reported a patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure has been indicated due to extreme valgus of the right knee. It was further reported that all components are well fixed and a patient matched implant has been requested to correct the alignment in the valgus knee. No revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 12 states, "valgus-varus deformity".